Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that a damage of femoral marker. Kink was observed in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 08dec2016. It was reported that lost image occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified, first right posterolateral segment. An opticross¿ imaging catheter was used to view target lesion however, lost image occurred during the procedure. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage in the femoral marker.